Event description:
It was reported that the items were stored for 45 in a bone cooler at -70 degrees, the implant was frozen and expanded before it was implanted. The range of time was 1-2 minutes before they fully expanded.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported event that smart toe ii 20mm / 10° angle (implant) had an early expansion during surgery could not be confirmed. Based on investigation, the root cause of the determined early expansion was attributed to a user related issue. The smart toe ii 20mm / 10° angle (implant) early expansion was caused by mismanagement of the temperature. It is specified in the event description that implants "were stored for 45' in a bone cooler at -70 degrees". This deviation from the operative technique could damage the device and modify its memory shape. The operative technique specifies ¿the smart toe has to be stored at 0°c (32°f) or below for 2 hours or more prior to implantation. The implant has to be taken out of the freezer only after site preparation is complete and ready for implantation." [Original statement - page 4 & 6] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the items were stored for 45 in a bone cooler at -70 degrees, the implant was frozen and expanded before it was implanted. The range of time was 1-2 minutes before they fully expanded.